Event description:
Caller reported that pump unexpectedly displayed reset screen. There was no reported impact to the customer's blood glucose level, as the caller declined to provide this information. Customer was informed that reset was due to routine pump system check and is a safety feature, with no prior issues reported for same pump. The caller was educated on necessary actions after a reset, including restarting dexcom cgm sessions and reloading cartridges, and successfully resumed insulin delivery.